Event description:
Boston scientific crm received info that the pt with this implantable cardioverter defibrillator (ICD) expired and the cause of death is unk. It was reported that the device inappropriately dropped out of detection. All lead measurements were within normal limits. The electrogram strips were reviewed and the pt had erratic ventricular fibrillation (vf) morphology. The device functioned per programmed settings. A boston scientific technical services (ts) consultant provided programming changes for future situations.

Manufacturer narrative:
Not returned. As of today, this medical device has not been returned to boston scientific for analysis. Should the device be returned, or if any additional info becomes available, this event will be updated.